Manufacturer narrative:
Concomitant products: product ID: 3487a-33, lot# j0222848v, product type: lead. Product ID: 3487a-33, lot# j0222848v, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that they were charging too often. The implantable neurostimulator (ins) battery did not seem to be holding a charge as long and it was also taking the patient longer to charge the battery than before. It was noted that the patient had recently be reprogramming or switched to a new group. The last time he was at the healthcare provider (hcp) office and saw a manufacturing representative (rep) the unit was working ok and they made some adjustments to it but since then the patient had noticed the problems with charging. No symptoms reported. Additional information received from the patient in response to follow-up reported that new equipment was going to be implanted in (B)(6). The patient's relevant medical history includes lumbar radiculopathy. No further follow-up was required.